Manufacturer narrative:
The insulin pump power up properly after battery installation. The pump was received with operating currents within spec and passed self test and displacement test. However the pump was monitored for 24 hrs and unexpected battery alarms including battery out limit alarms or unexpected display anomalies including blank display anomaly noted. No damage on the lcd isolation tape noted. The pump was received with cracked case at display window corners, display window and battery tube threads. The pump also had a minor scratched display window and case.

Event description:
The customer reported via phone call that the insulin pump was dead without warning and had blank display and received battery out limit alarm. The customer's blood glucose level was unknown. The customer stated that the batteries were out of insulin pump greater than duration allowed by the insulin pump. The customer stated that display returned after insertion of new battery. Insulin pump will be returned for analysis.